Event description:
PICC catheter was inserted followed by a catscan on nine days later, when 100ml of contrast was injected. The post injection was done with 10ml of saline and the physician heard a "pop." The patient seemed fine with no complications. The next day, may 11, the IV therapy team found that the patient's arm was swollen. After the device was removed from the patient, a hole in the catheter was found distal to the suture wing. The arm swelling was resolved after removal of the PICC, and the patient's condition was then "fine." The used device has been returned for evaluation.

Manufacturer narrative:
The used catheter was returned and visual inspection noted a longitudinal split of approx. 0.5cm in the catheter tubing at the 5cm mark. This split is consisted with those previously seen for burst tubing failures. The catheter was cut apart below the break site and the catheter walls and lumens were examined under magnification for any defects. Consistent wall thickness was noted and no obstructions or defects were noted in the lumens. A functional check noted that fluid and air leaked out of the catheter at the damage site when an injection wsa performed through the blue hub. A review of the device history records for the indicated lots noted they were released passing all in-process inspections, including dimensional (i.d., o.d, wall thickness) and functional burst test inspections. In addition, a review of complaints indicated there have been no previously reported complaints of this issue on this product family. It's possible the user over pressurized the catheter during power injection, which led to the burst failure. However, the event information provided suggests the device was used in accordance with the steps listed in the directions for use (dfu) for proper power injection. If an occlusion were present in the catheter lumen it could have caused the tubing to burst during power injection. Although, no evidence was observed during visual inspection of the returned sample to indicate an occlusion. The dfu packaged with this device does caution against certain factors that can lead to catheter failure. Amongst these cautionary statements, it instructs the user to ensure patency before attempting any power injections.